Manufacturer narrative:
A4: during processing of this incident, further information regarding weight was requested but not received. B3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient lost stimulation due to an inoperable ipg. The ipg was unable to communicate with neither the programmer nor the charger. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored.